Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. An inflation/deflation test was performed and the cuff held the air. The sample was submerged into a container filled with water and no leaks were observed after 4 hours of testing. We are unable to determine the cause for this specific event however; manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. A device history record review was performed; all records indicated that the product was released accomplishing all quality requirements. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that there was a leak on the cuff of one tube. The customer indicated that a change of the tube was required.

Event description:
Medtronic received a communication that there was a leak on the cuff of one tube. The customer indicated that a change of the tube was required.